Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2006. Revision of knee components due to poly wear.

Manufacturer narrative:
Engineering evaluation notes that the revision reported was likely the result of the polyethylene tibial insert either disengaging from the tibial tray or wearing severely, leading to articulation of the femoral component and tibial tray directly. However, this cannot be confirmed as the devices were not available for evaluation and no further information was provided.

Event description:
Index surgery: (B)(6) 2006. Revision of knee components due to poly wear.